Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with blood glucose increasing to approximately 320 mg/dl after breakfast and to 360 mg/dl after lunch, suspected to be related to incomplete insulin delivery and addressed with education to perform a supply change. Symptoms included high blood glucose. Outcomes included no reported injury, medical intervention beyond self-management, or hospitalization. Investigation included remote troubleshooting and education regarding infusion or supply change to restore insulin delivery. Investigation of this case revealed a suspected insulin delivery problem consistent with a device use or infusion supply issue, with no device component failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.